Event description:
The device did not seem to have the same adhesiveness as past deliveries despite being the same product. The patient developed a pressure ulcer around the mouth where the adhesive met the skin. We have 3 reports in one week detailing the same issue with the same product.